Event description:
It was reported that a patient underwent double lens implant (B)(6) 2010 and post operatively reported blurred vision. The lenses remain implanted. No further patient complications were reported.

Manufacturer narrative:
The lenses remains implanted. A review of the manufacturing records showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.